Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that unknown abutment screw fractured. Dental implant still implanted.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The item number and lot number for the screw were not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, add follow up type, add event problem codes, added evaluation codes, added describe event or problem.

Event description:
Abutment screw was removed and new abutment screw was placed.